Manufacturer narrative:
(B)(4). Updated section: b4, b5, d9, g3, g6, h2, h3, h6, h11. Corrected section: h6-health effect clinical code changed to 4582; problem code changed to 2981. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. A lot history record review was completed for lot # 3000425509 the last lot shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last lot shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported an issue with vasoview hemopro 2. The issue occurred mid way through the cutting of branches the defect was a complete separation of the wire from the rubber surround on the jaws of the hp2. They 0pened a venopax to complete the case, there were no more hp2 on the shelf. No problems with power supply.

Manufacturer narrative:
Trackwise # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that there was an issue with hemopro 2 was defective.